Event description:
(B)(4). Began to observe onset of immune related adverse symptoms: eczema and extreme skin itching (chronic), joint pain, especially at night and in the morning, cognitive difficulties, changes in bone or ligament structures in feet, very swollen lymph nodes off and on, primarily a week prior to and during menstruation, hair thinning, painful changes in ribcage (tenderness), worsening unusual pain in lower back which is moving farther up spine over time, and flares 3 to 6 times a year for 1 to 4 months, on average. Flare ups of all symptoms are becoming less tolerable and more frequent.